Manufacturer narrative:
Evaluation summary: the fracture may have been caused by stress risers at the bottom of the hex head. The revising surgeon indicated that the articular surface that was originally implanted may have been too thin. Without additional information, the exact cause cannot be conclusively determined at this time. Evaluation: no product was returned. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meed specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be re-opened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the patient had to be revised due to the breakage of the hinge post extension.